Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed of imbalance between the two load cells, both were over reported (defected). Therefore, the root cause of the reported ua07 was due to damaged load cells. Unrelated to the reported complaint, a damaged load plate cover on the autopulse platform was observed during visual inspection. This type of physical damaged was likely attributed to mishandling. The damaged cover was replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the damaged load cells identified during service evaluation was replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the user's autopulse platform (serial # (B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.